Manufacturer narrative:
This report is being supplemented to provide additional information (h3, h10) and corrected data (d10) regarding the reported event. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was returned to olympus for evaluation. As a part of the evaluation a visual inspection was performed on the handpiece. There were no discernible damages found aside from cosmetic wear and tear that is typical through the device's lifetime. The handpiece passed all functional tests, and the service team was unable to duplicate the user report of no activation. Due to no damages found on the handpiece, the root cause of the reported failure mode could not be determined. Based on the investigation, it is likely that the damages were incurred during transportation or use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during an unknown sinus procedure the hand piece was unable to be activated after it was plugged in. As a result, the device had not yet been used on the patient. There were no errors or warning messages. The device did not become hot. The device was inspected and there was no damage or abnormalities observed. The procedure was able to be completed using another hand piece. The customer also reported the device was set up correctly as when the other device was used it worked once it was plugged in. Additional information is unavailable.